Event description:
The account alleged the side rail was hanging off of the bed and could not be latched. No pt impact.

Manufacturer narrative:
The service technician installed a new side rail screw that holds the bar for the outer center arms to resolve the issue.